Event description:
In 2009, the patient reported she has been receiving occlusion errors on her insulin infusion device six days prior, when she tries to bolus more than 1 unit of insulin. She stated she would work with her device to clear the error and occasionally delivered insulin via injection. She said she changed "everything out" multiple times. She said that just prior to the report she received an occlusion error. To troubleshoot, the patient was instructed to disconnect the tubing from her headset and program a 3 unit bolus. She received an occlusion with .8 units left to be delivered. She was then instructed to detach the tubing and bolus 3 units through her device adapter which she did without error. She stated the tubing has been in use since yesterday morning. She was instructed to change to a new tubing and prime it. She said that in the past she has used her insulin cartridges more than once but her current cartridge is single use. She said she has changed the cartridge 6 times in the same month. She said she has scar tissue but tries to rotate her site locations. A complimentary guide to infusion site management was sent to the patient. No blood glucose conserns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.